Event description:
It was reported that an asymptomatic patient presented in clinic with premature battery depletion exhibited by their implantable pacemaker. The device was explanted and replaced on (B)(6) 2022. Patient had no consequences as a result of the procedure.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Hybrid circuitry was tested, resulting in normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.